Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed for high temperature, the shaft was stuck and would not rotate, and the laser marking was faded. It was further observed that after the device was taken apart, it was noted that the drive shaft was bent and the gear reducer was frozen. The assignable root cause was determined to be due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the keyless driver device failed for high temperature. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.